Event description:
It was reported that a user experienced a pairing failure between the iLet and a new Libre 3 Plus sensor during setup, after which the agent instructed a restart of the iLet and the sensor warmup resumed with readings expected shortly. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor pairing and anticipated continuation of glucose readings following warmup. Investigation included customer support troubleshooting and education that directed a device restart. Investigation of this case revealed a transient communication issue during sensor pairing that resolved after the restart, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or setup anomaly resolved through standard troubleshooting.